Event description:
The report received from the field indicated that during an interventional endovascular procedure, the physician was attempting to implant a smart control 6 x 30 stent in the left subclavian artery. The physician advanced the stent delivery system to the intended target lesion and then set the system down momentarily. When the physician picked up the delivery system and then looked under fluoroscopy, the stent had deployed and had jumped ahead of the intended target lesion. The physician then used a snare device to retrieve the stent and it was brought to the level of the distal aorta/right iliac artery where it was deployed successfully alongside another stent (kissing stents) in the distal aorta/right iliac artery. The patient was reported to also have a lesion at this level. The physician then used another balloon expandable stent to successfully treat the left subclavian artery lesion. There was no reported patient injury. No additional information is available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15097215 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot 15097215. Outer member subassembly lot 15095444 was reviewed. It was observed during review that no non-conformance was generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4) units were rejected during the assembly of lot 15095444. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Coated (B)(4) wire lumen assembly lot 15091527 was reviewed it was observed during review of this lot that no non-conformance was generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4) units were rejected during the assembly of lot 15091527.

Manufacturer narrative:
The report received from the field indicated that during an interventional endovascular procedure, the physician was attempting to implant a smart control 6 x 30 stent in the left subclavian artery. The physician advanced the stent delivery system to the intended target lesion and then set the system down momentarily. When the physician picked up the delivery system and then looked under fluoroscopy, the stent had deployed and had jumped ahead of the intended target lesion. The physician then used a snare device to retrieve the stent and it was brought to the level of the distal aorta/right iliac artery where it was deployed successfully alongside another stent (kissing stents) in the distal aorta/right iliac artery. The patient was reported to also have a lesion at this level. The physician then used another balloon expandable stent to successfully treat the left subclavian artery lesion. There was no reported patient injury. It was reported that no additional procedural information is available. A review of the manufacturing documentation associated with lot 15097215 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Outer member subassembly lot 15095444 was reviewed and no issues were noted that were considered potentially related to the reported complaint. Coated polyimide wire lumen assembly lot 15091527 was reviewed it was observed during review of this lot that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. The stent remains implanted and without the return of the delivery system for analysis no conclusion can be made regarding the reported inaccurate placement of the smart control stent. However, based on the limited procedural information, the procedural factor of not maintaining manual control of the device after placement prior to deployment may have contributed. No manufacturing issues related to the event are identified with review of the device history records. Therefore, no corrective actions will be taken.